Event description:
On 29-aug-2025 the end-user reported that on (B)(6) 2025 they experienced hypoglycemia with blood glucose (bg) levels of 28 mg/dl following prolonged elevated bg. A caregiver called ems, and they treated the user with nasal baqsimi, oral carbohydrates, and ems provided glucose gel. The end-user was not hospitalized and reported no long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.